Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the pump's black box showed a manual time change on (B)(6) 2014 from 21:41 to 09:41. A timekeeping accuracy test was performed and the pump maintained the proper time. When the pump was left without power for 60 minutes and was powered back on, it had returned to the default time/date of 12:00am (B)(6) 2007. The pump was opened and the internal battery was found to be leaking. The time test was started but not completed due to the battery failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was gaining or losing time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.